Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 600 mg/dl and checked again and it was 579 mg/dl. The customer had not reported symptoms and treatment for their blood glucose levels. Customer stated they've been running through batteries every day for the last 4 days. Customer also stated about sensor gave low battery alert. The product was not returned for analysis.